Event description:
Per the clinic, the patient experienced skin necrosis and extrusion of the receiver/stimulator. Subsequently, the patient underwent a skin revision (specific date not reported).

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site (specific date not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.